Event description:
It was reported by service report that the foot left siderail timing link was broken and the side rail was stuck in the down position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.